Manufacturer narrative:
(B)(4). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The persona knee instruments was returned via the worn instrument return program. It was reported that the instrument had fractured and that the fractured parts were returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and a fracture on the medial side of the post. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends